Event description:
Device alarmed errn and when restarted IV fluids running greater than rate of 4cc/hr. Also volume infused stated 120 and approx 30cc in bag. Pt's nurse stated 125 was in bag at 0930 of dobutamine. Machine was changed. Physician was notified of incident. No orders were given. Pt was evaluated and machine was removed from use and labeled for repair.